Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one of the blades broken at the tip. A piece approximately 0.227" x 0.085" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke and fell into the patient. The fragment was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure. Patient outcome is unknown at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not provide the instrument's batch sequence number. The reporter confirmed that the fragment was retrieved through the irrigation and suction processes. The fragment was found in the suction bottle and was confirmed through matching with the instrument. The incident occurred when the surgeon was dissecting the tissue. No post-operative tests were performed to check for remaining fragments. The reporter confirmed that the procedure was completed robotically with no patient injury. There was no report of post-surgical complications, and the patient has not returned to the hospital. There were no collisions between the instrument with other instruments or tools. The instrument was not removed during the procedure. The staff did not feel any resistance upon removal of the instrument. The instrument's wrist was straightened upon final removal of the instrument and no damage was detected. The reporter confirmed that the instrument would be returned along with the fragment.